Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed patient's back is irritated under the therapy electrodes due to having to sit against it all the time. The patient was recommended to use benadryl and then aquafer from physician. Patient reported that recommendations that were given helped the irritation to improve.